Event description:
It was reported that the patient's unit overheated and shut down while the patient was out walking. As a result, the patient's oxygen had dropped and they called emergency services who provided supplemental oxygen and a ride back to the patient's house. The patient has a stationary unit at home that they were able to use while waiting for a replacement. A replacement unit was sent to the patient and it is working for them.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 15-jun-2026. There is no confirmation for the return reason of system hot. Zeolite is found contaminated, which is possibly caused when it absorbs the moisture.